Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. It was alleged the pump was constantly vibrating when the pump was on. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2018 with the following findings: review of the alarm history revealed call service 088 alarms recorded. On investigation, the pump powered on with constant vibration. Moisture corrosion was noted in the battery compartment. Leak testing revealed moisture ingress into the pump through a crack in the battery compartment. There was internal moisture damage on the printed circuit board as well. Investigation confirmed the vibration complaint.